Event description:
On (B)(6) 2009, the pt reported that, while trying to change the insulin cartridge of her infusion device, the piston rod retracted, but made a grinding and ticking noise and would not display 315 units for the full cartridge. She stated her device then displayed an e10 (cartridge error). She tapped the bottom of her device and "315 units" displayed. She cleared the e10 error. The pt was advised to switch to her backup infusion device but she declined. The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.